Manufacturer narrative:
All process operations presented in the manufacturing record for the pcb00 lens were in compliance with manufacturing procedure specifications. No deviation or non-conformance was found related to the complaint type reported. No process or material changes were noted. Device met manufacturing release criteria. All pertinent information available to the manufacturer has been submitted. Placeholder.

Event description:
It was reported that when the lens was inserted into the patient's eye both haptic tips were stuck to the left edge of the optic. It was stated that the lens was loaded to the exact specifications as described in the directions for use. The lens was successfully implanted. No patient injury was reported.

Manufacturer narrative:
Pt age: unknown. Pt gender: unknown. Explant date: not applicable; the intraocular lens (iol) remains implanted at the time of submitting the MDR. Initial reporter phone number: (B)(6). All pertinent information available to abbott medical optics at the time of this report has been submitted. Placeholder.